Manufacturer narrative:
Concomitant product: product ID d314trg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented to emergency room with a complaint of beeping from their device. Upon interrogation the lead integrity alert was active and several stored electrograms of noise/oversensing were noted. Noise was also reproduced with manipulation of the pocket and having patient move their arm up and down. A fracture was suspected. Detections were turned off and subsequently the rv lead was explanted and replaced. It was further reported that during the lead replacement procedure, the first attempted rv lead was repositioned several times and after approximately the third reposition, the wrench rotated freely without extending or retracting the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.